Manufacturer narrative:
The used company cartridge was returned. Viscoelastic was observed in the cartridge. The tip was split, top center and had heavy stress. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned positioned incorrectly in the lens case. Viscoelastic was dried on the lens. One haptic was broken-distal area, returned adhered to the anterior surface with viscoelastic. The optic was broken into pieces from being replaced into the lens case incorrectly. The optic also appeared to have been cut from the edge toward the center. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported damage may be related to a failure to follow the (instructions for use) IFU. A non-qualified viscoelastic was indicated. The company cartridge tip was cracked along the top and had heavy stress. This damage would indicate the lens/plunger were not in acceptable positions for advancement. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during the intraocular lens (iol) implant procedure, the cartridge was appeared to be split prior to implanting iol. The surgeon injected iol outside the eye and haptic tore off. There was no patient contact or impact. Reloaded backup lens in new cartridge and completed the surgery. Additional information has been requested.